Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date, and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.